Event description:
The pt presented abdominal aortic aneurysm with an aortic neck >60 degrees and thrombus throughout the vessels. The physician successfully implanted an excluder trunk ipsilateral device. Following implantation, a proximal type I endoleak was detected. In an attempt to treat the endoleak, an aortic extender was deployed proximal to the trunk ipsilateral device. During the contralateral limb device implantation, the left hypogastric artery was inadvertently covered. The clinician's decision was to have the left hypogastric artery remain covered. The final scan revealed a proximal type I endoleak was still present. The physician decided to continue to observe the endoleak for any changes. The physician suspected the endoleak may have been caused by the angulation of the aortic neck. The pt's condition was stable following the procedure.